Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle mom litigation records received. Litigation alleges friction and wear between cobalt-chromium metal head and liner caused toxic cobalt-chromium metal ions and particles to be release into blood, tissue and bone surrounding implants resulting to injury, pain, discomfort, fluid collections, adverse local tissue reaction to metal on metal particles, soreness, elevated metal ions level, unable to perform activities of daily living and emotional distress.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) is used to capture (medical device removal).

Event description:
Pfs alleges psuedotumor, hearing loss and kidney damage. After review of medical records, the patient was revised for painful left metal on metal tha. Operative notes reported that there were small amount of fluid which showed mild metallosis. The liner was not symmetrically seated and was elevated a few mm on the posterosuperior edge. Visit notes also reported leg length discrepancy. Physician also mention MRI finding, fluid collection in and around the hip; suspicious for metallosis reaction.